Manufacturer narrative:
The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer PICC was placed around 0730 by rn. No issues with PICC placement. Rn got a call around 1700 from the ICU nurse stating issues with the new PICC. Stated that when he went to flush one of the PICC lumens after a blood draw, the initial 5cc went in but the rest of the saline and sluggish blood started coming out of the second lumen. When placement rn went to assess the line, she stated the same thing happening to her. She flushed the purple lumen just find with no issues, then aspirated and flushed again with the second flush when blood started coming out of the other lumen. No leaking was noted. The PICC was removed and leaking/possible fracture is somewhere in the middle of the PICC but unable to locate. A new line placed. Patient was receiving q4hr blood draws. Rn stated no issues up until the 3rd lab draw. No patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed and was determined to be manufacturing related. The product returned for evaluation was a 4fr dual lumen powerpicc solo catheter with two needleless injection caps. Use residue was observed on the sample. Two complete breaks were observed in the catheter shaft, one was at the 10cm depth marking and the other was at the 28cm depth marking. Microscopic inspection of the break surfaces revealed features that were consistent with a sharp instrument. An attempt to flush the purple lumen with water using 12ml syringe revealed the catheter was patent to infusion and aspiration. When the catheter was pressurized, water leaked out of the red lumen. An attempt to pressurize different locations of the catheter shaft also resulted in the red lumen leaking water. The connection between lumens was determined to be within the molded joint. The molded joint was dissected which revealed a channel connecting both lumens, caused by a void in the molded material. The connection between the lumens within the molded joint likely occurred during device manufacture. This complaint will be forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer PICC was placed around 0730 by rn. No issues with PICC placement. Rn got a call around 1700 from the ICU nurse stating issues with the new PICC. Stated that when he went to flush one of the PICC lumens after a blood draw, the initial 5cc went in but the rest of the saline and sluggish blood started coming out of the second lumen. When placement rn went to assess the line, she stated the same thing happening to her. She flushed the purple lumen just find with no issues, then aspirated and flushed again with the second flush when blood started coming out of the other lumen. No leaking was noted. The PICC was removed and leaking/possible fracture is somewhere in the middle of the PICC but unable to locate. A new line placed. Patient was receiving q4hr blood draws. Rn stated no issues up until the 3rd lab draw. No patient injury. No other information was provided.